Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work at all was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was determined that the device produced heat, had a sticky trigger and moving parts did not move smoothly-trigger. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the battery oscillator device had damaged mechanics, corroded bearing, worn swing fork, insufficient/low power, sticky trigger, moving parts did not move smoothly ¿ trigger, heat, contact damage and component damaged. It was further determined that the device failed pretest for check oscillation frequency with frequency meter, check for sticky trigger and general condition. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.